Event description:
A caller reported a malfunction on their pump with a specific error code, which indicated a technical issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support (cts) in resetting the pump, but the malfunction recurred. As a result, cts arranged for a pump replacement and confirmed that the customer would use an alternate insulin delivery method, mdi, to avoid interruption. The customer was informed to put the faulty pump into storage mode and return it within 10 days using a pre-paid label.